Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/26/2017 with the following findings: during testing, the pump powered on with functional auditory and vibratory features to a blank display screen. The attempt to download the pump history and black box was unsuccessful due to internal printed circuit board damage resulted by an impact. During a visual inspection of the pump, it was observed that the battery compartment was cracked and the returned battery cap was undamaged and able to fit securely to the pump. A test display screen was mounted onto the pump and it was fully illuminated and functional. The "no power" complaint was unable to be adequately investigated due to an inability to run 24-hr basal program. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.